Manufacturer narrative:
(B)(4). Additional information the device was returned with the upper jaw detached and not returned. In addition, the cable was cut off. Because the jaw was detached and the cable cut off, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy procedure, toward the end of the procedure, the doctor was taking large bites of the uterus and the top jaw of the device broke off. No other device was opened to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.